Manufacturer narrative:
The manufacturing location was selected as unknown due to system limitations. The manufacturing location for the mission product is bd (B)(4). Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one mission disposable core biopsy instrument was returned for evaluation. On visual evaluation, the device appeared clean and the device was returned in initial configuration with the cannula at the 00 mm position and the sample notch was not exposed. On further visual evaluation, the two proximal tangs from the upper case half were noted to be bent inwards and not secured against lower case half. On functional evaluation the device was fully primed with no issues. On further evaluation, the device was dry fired and the gap was noted between the upper and lower case halves. Due to the condition of the device, functional testing was not performed. Therefore, the investigation for the identified detachment is confirmed as the proximal tangs of the upper case half was noted to bent inwards and not secured against the lower case half. However, the investigation for the reported failure to fire is kept as inconclusive as the functional testing was not performed. Identified detachment may contributed to the reported issue. However, a definitive root cause for the alleged failure to fire and identified detachment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 07/2023).

Event description:
It was reported that prior to an ultrasound guided breast biopsy procedure, the device allegedly failed to fire. A coaxial needle was used. There was no patient contact.